Event description:
New information received on 24 jan 2020, indicates that programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high defibrillator impedance and noise reversions on the right ventricular lead. No resolution was reported, and the patient was stable.